Manufacturer narrative:
Technician found that on retaining strap is missing and the other is loose and this may have caused the frame to twist slightly, hitting the lift arm and affecting the trendelenburg. The technician replaced the retaining strap with new bushing and screws to resolve the issue.

Event description:
Account alleged that the bed not going into trendelenburg. No alleged injuries by the account.